Manufacturer narrative:
Technician found bed in basement, tag stating that "head part will not go down". Performed operation check and noted head section gas springs were not working properly. Replaced gas springs to resolve this issue.

Event description:
Complainant alleged that head part will not go down.